Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
A pocket infection occured most probably due to an accidental injury. The system was explanted. Reportedly, no device anomalies were noticed during the previous follow-up.

Event description:
A pocket infection occured most probably due to an accidental injury. The system was explanted. Reportedly, no device anomalies were noticed during the previous follow-up.